Manufacturer narrative:
The returned product was evaluated and found to be functioning as expected. No malfunction or other product condition that could have contributed to the pt's low blood glucose was detected. Acceptance criteria for the lot were reviewed and all acceptable criteria were met. The omnipod user's guide warns, "if your reading is below 20 mg/dl, the pd displays: "lot treat your low bg!". This indicates severe hypoglycemia (low blood glucose)," and "test results below 70 mg/dl mean low blood glucose (hypoglycemia)". It advised, "frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem," and hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizure or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."

Event description:
Pt's boyfriend called to report that his girlfriend activated a device at 6:59 pm on (B)(6) 2009. At 8:43 pm she measured her blood glucose (first time after activation of the subject device) and got a result of 32 mg/dl, so she took 2 15 gram sugar tablets. At 9:13 pm it was 24 mg/dl, so she had another sugar tablet and a piece of toast, but at 9:28 her bg read "low" (<20 mg/dl). At 9:29 pm her basal program was suspended by emts. She remained at home. At 9:58 pm she resumed her basal program, but deactivated the device at 10:03.